Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On jun 7, 2021, olympus medical systems corp. (Omsc) received the literature titled "safety and efficacy of endoscopic retrograde cholangiopancreatography in patients with performance status 4". This study was conducted on the endoscopic retrograde cholangiopancreatography (ercp) for 1845 patients. In the literature, it was reported as follows; all consecutive patients who underwent therapeutic ercp between 2014 and 2018 at aichi medical university were retrospectively reviewed. The patients were divided into two groups (1731 comprised the ps03 group, and 114 comprise the ps4 group): those who were ps03 and those who were ps4. Ps4 means completely disabled (cannot carry out any self-care and totally confined to a bed or chair) the ercp was performed using a duodenoscope (jf260v or tjf260v), and other company products (ercp catheter). The adverse events were 25 patients. The incidence of 10 of pancreatitis, 5 of bleeding, 2 of perforation, cholangitis, and 7 of the pulmonary events. The severity of adverse events that there are 3 cases of mild, 9 cases of moderate, and 13 cases of severe adverse events. The moderate event was defined as that requiring unplanned anesthesia/ventilation support, transfusion, intensive care unit admission, endoscopic or radiologic intervention, or prolonged hospitalization for 410 days. The severe event was defined as that required surgical intervention, prolonged hospitalization for > 10 nights, or an intensive care unit stay of > 1 day. Omsc assumes that the moderate and the severe event were serious adverse events that cause or contribute to a death or serious injury. Omsc assumes that pancreatitis, bleeding, cholangitis, and pulmonary events were not identified as a relationship with the subject device because there is no indication in the literature. Whereas, omsc assumes that perforation might be related to the subject device due to the subject device was used for the procedure. Therefore, the perforation might be a serious adverse event. Based on the available information, specific information on the subject device was not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) for the perforation might be a serious adverse event.